Event description:
Pt underwent a decompression of l5 nerve, during which a baxano microblade shaver was used. After a few reciprocations, the microblade shaver became jammed between the sacral ala and the transverse process at the l5/s1 level, due to limited space in the triangle formed at the level. The physician pulled and twisted the device, at which point the proximal cable snapped. No material was lost. The physician made a separate incision extraforaminally to release and remove the device from the bone.

Manufacturer narrative:
The device was returned for inspection. All components were confirmed present. Investigation showed that the device cable broke as a result of excessive twisting forces applied by physician to remove jammed device.